Event description:
The surgeon had performed a bilateral partial knee arthroplasty using mako's robotic arm interactive orthopedic system (rio) on (B)(6) 2011. Mako was informed on (B)(6) 2012 that the pt will be revised to a total knee replacement. The revision surgery to tka was subsequently performed by the surgeon the week of (B)(6) 2012.

Manufacturer narrative:
As part of normal complaint follow-up an investigation was performed at mako surgical with regards to the robotic arm interactive orthopedic (rio). Prior to the revision surgeries, the makoplasty specialist reviewed the makoplasty session files with the surgeon. The surgeon confirmed that the implants were well aligned and properly sized. However, it was noticed that at the time of the original mako medial uka bilateral surgeries, the pt's lateral side was already showing signs of oa. The pt was therefore not 100% indicated for a medial uka. In addition, the surgeon stated that synovitis was also a contributing factor for the revision. There was no evidence that the rio or implant system caused or contributed to the need for the revision.